Manufacturer narrative:
The screws/caps were not returned for investigation as they remain in-situ and lot numbers were not available to review device history records. However, radiographs were provided, which showed locking caps disengaged at l4-l5. The reported allegation of disengaged locking caps post-operatively was confirmed. A root cause was unable to be determined as the screws/caps were not able to be physically evaluated, there were no reported issues with surgical technique and it is unknown if the patient complied with post-operative warnings, all of which can contribute to post-operative loosening. Review of labeling notes: intra-operative warnings: if the system/construct contains screws, prior to soft tissue closure, recheck all screws to ensure they are tightened. Failure to do so may cause loosening of the other components. Postoperative warnings: the patient should be advised to limit and restrict physical activities, especially lifting and twisting motions and any type of sport participation. The patient should be advised that implants may bend, break or loosen despite restriction in activity. Possible adverse events: bending, disassembly or fracture of implant and components. Loosening of spinal fixation implants may occur due to inadequate initial fixation, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain. It is unknown if the patient sustained a fall. The patient's anatomical condition and the effects on the stability of the implant and/or construct may be unknown contributing factors.

Event description:
On (B)(6) 2018, the patient underwent posterior spinal fusion from levels t9 through s1 using the mariner pedicle screw system. The patient had subsequent follow-up appointments and radiographs were taken on (B)(6) 2018, (B)(6) 2018 and (B)(6) 2018. On (B)(6) 2019, it was reported that the mariner locking caps had disengaged post-operatively. At the time of contact, a revision surgery had not been performed. No additional patient information is available.